Event description:
The customer reported the system locked up during fluoroscopy x-ray. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system. The reported issue could not be identified nor duplicated. The system was found to be operating as is intended.